Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) streaks appear on the screen. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and disassembled the monitor. The fse cleaned electrical contacts and connections on the pcb inverter and pcb video recorder boards. The unit was reassembled and all functional test were carried out with positive results.

Event description:
N/a.